Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and there was a lead impedance out of range alert.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588 lead, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to hearing tones following an rf (radio frequency) ablation procedure. An alert for high rv (right ventricular) pacing impedance was noted, which triggered at the same time as the procedure. All impedances were stable and normal when checked later, even with provocative testing. The device remains in use. No patient complications have been reported as a result of this event.